Manufacturer narrative:
No unexpected scrolling of numbers noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion, and excessive no delivery tests. The motor was tested outside of the pump and it passed. The pump had intermittent button response on the esc button due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had a no delivery alarm during a bolus attempt. Customer stated that he cleared the initial no delivery alarm, then received a second one. The customer also reported receiving a motor error alarm during bolus delivery. Blood glucose level was 306 mg/dl at the time of the incident. The customer stated that the insulin pump had an e70 alarm as well, but that the device was able to rewind. The customer reported treating the high blood glucose level with a manual injection. The customer also stated that the arrow buttons on the insulin pump's keypad were not immediately responsive. Customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.